Event description:
Initial result for a pt vancomycin was 37.6 and when repeated, the result was 10.0. The incorrect result was not reported. The field service representative found the instrument had bad valves and a damaged sample probe. He repaired the instrument by replacing the valves and probe.